Manufacturer narrative:
No samples or photos are available for evaluation. The failure mode of end cap fell apart was confirmed by the retained samples. The product was assembled and packaged by the manufacturing equipment 26ml #6. The failure mode root cause was attributed to the equipment station for the end cap placement unto the applicator body. Corrective action was initiated which outlines a more detailed investigation of the root cause and preventive/corrective actions for the end cap fell apart failure mode. A situational analysis associated with this customer complaint was also opened for an in-depth root cause analysis of the situation and preventive/corrective action plan associated with the product issue of end cap fell apart. Product record review has been completed with batch/lot 0327868 and no non conformances were identified during the manufacturing of this lot. This failure mode will continue to be tracked and trended.

Event description:
It was reported the top of applicator detaches from the handle. Per email: please review and provide a response to the product quality issue reported. Please contact the facility directly for details, sample collection and resolution. When the investigation has completed, please provide healthtrust with a copy of the final letter in order to close out the ticket in the healthtrust database. I will follow up with you for a status update in a couple of weeks. [Customer info omitted]. Product catalog number: 930815. Product description: applicator 2% chg 70% isoprpnl 1 step apl 26ml orng hi-lt. Origin of the issue: product failure//design. Detail: top of chloraprep applicator frequently detaches from the handle of the applicator. Not reported to vendor representative. Number of occurrences: 2.0. Sample available: false. Lot number: 03278687.

Manufacturer narrative:
(B)(6) initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4).

Event description:
It was reported the top of applicator detaches from the handle. Product catalog number: 930815. Product description: applicator 2% chg 70% isoprpnl 1 step apl 26ml orng hi-lt. Origin of the issue: product failure//design. Detail: top of chloraprep applicator frequently detaches from the handle of the applicator. Not reported to vendor representative. Number of occurrences: 2.0. Sample available: false. Lot number: 03278687.